Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: difficult to retrieve. Adverse event: difficulty retrieving filter, difficult to insert into retrieval catheter, difficult to insert in shuttle sheath. Onset of adverse event: during procedure. It was reported that during a left internal / common carotid artery stenting procedure in a mildly tortuous and heavily calcified lesion, the emboshield filter element would not fully capture in the filter retrieval catheter. The filter, partially in the retrieval catheter was pulled through the stent with the intention of pulling it into the shuttle sheath; however, resistance was met and the filter and retrieval catheter would not fully pull into the shuttle sheath. Different patient maneuvers were done such as moving the head from side to side, but the filter and retrieval catheter would not fully insert into the shuttle sheath. The unit was pulled into the aorta. A supra core wire was inserted to maintain vessel access. The filter, retrieval catheter and shuttle sheath were removed as one unit. The device was examined and a large 2-3mm 'rock of calcium' was seen inside the filter. There was no adverse patient sequela reported. Although requested, there was no additional information provided.